Event description:
It was reported that the avs pl spacer fractured on insertion, implant was taken out. No replacement device was needed to be used.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the avs pl spacer 9 x 25 x 4 was confirmed to be fractured upon visual inspection. The lot # is not known because the device fractured near the laser marking. The surgical technique for avs pl indicates that the spacer must be inserted gently and progressively into the disc space. It was reported that the disc space was tight and that the implant fractured while being malleted. A materials analysis performed for a previous similar investigation concluded that the cage fracture as a result of brittle overload, indicating a sudden application of force caused the fracture. Conclusion: the plausible root cause for the reported event is a high impaction force caused by malleting and a tight disc space.

Event description:
It was reported that the avs pl spacer fractured on insertion, implant was taken out. No replacement device was needed to be used.